Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start (pre anesthesia) of a da vinci-assisted surgical procedure, the erbe generator was giving repeated error m-02. Prior to call tech support nurse had restarted erbe twice and the whole system, without success. According to the nurse currently no mono, bipolar or neutral cable were connected to erbe, but the issue was still present. Technical support engineer (tse) reviewed the logs and confirmed several errors m-02. Tse had site to check the 3 connectors in the backside of erbe for proper connection and to check if the external pedals in drawers are not activated by accident, she said all seemed to be ok. Tse guided caller to disconnect the power cord from erbe, to wait 1 minute and to restart erbe, but issue persisted. Tse informed nurse about the opportunity to use a 3rd party device (coviden/ valley lab force triad) and informed about the way to set it up. She said they have one, but she needed to contact their biomed to get the right connection cable. Nurse could not tell if surgery will be performed in this condition, due to the surgeon was not yet in the operating room. She is requesting their fe asap to resolve. The procedure outcome was unknown; there was no report of patient involvement.